Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 432 mg/dl which was treated with insulin pump. Blood glucose would normally be around 250 mg/dl and they would treat with manual injection. During troubleshooting, the infusion set was found to be bent. The insulin pump was not replaced or returned for analysis.